Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: the console logs from the reported day of the event align with the complaint received. It was noted that the issue associated with the complaint began on (B)(6) 2025. The console triggered a controller error (defective optical sensor lamp ¿ event set 1039) alarm immediately following the bootup. Notably, the same error persisted even after rebooting the console twice. Device analysis: the console ic8089 was returned for further investigation. While testing the console "controller error (optical lamp defective)" alarm was reproduced. Voltage measurements taken from the power battery manager (pbm) to the optical bench were within the required specifications, and no loose cable connections were found. Further the aic was examined for the 5s parameter values; however, the results indicated that these values did not meet the specified criteria as mentioned in the aic pm procedure. Additionally, a visual inspection of the console's optical bench showed that the red fiber cable was broken, with light leaking out. Root cause: the root cause the controller error (defective optical sensor lamp) - alarm issued was due to optical bench malfunction (broken fiber). There was no issue found related to the controller failure (red alarm) as reported.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that during preventive maintenance, the automated impella controller experienced a console error on a restart. There was no patient involvement.